Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products : m2a-magnum taper insert pn 139270 ln 146650. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found.root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h6. The device was returned and evaluated against the complaint, see the below observations: the head, taper insert, and stem remain assembled upon receipt. The stem taper, exposed face of the insert, and rim of the head are all dinged in the same corresponding location. The outer radius of the head is scratched and scuffed suck that a portion of the finish has become dull. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: taperloc por fmrl lat 13.5x147, pn 11-103207, ln 559800, m2a-magnum mod hd sz 52mm, pn 157452, ln 908320. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-03880, 0001825034-2019-03891. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right hip arthroplasty. Approximately 9 years later underwent a revision procedure due to aseptic loosening, adverse local tissue reaction, osteolysis, pain, necrosis, swelling, metallosis, and elevated ion levels. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.